Event description:
A 58 yr old white g5p5 female status post bilateral subglandular gel implant (size & MFR unk) augmentation in 1973. Pt reports firmness and discomfort in 1986. Pain to the point that she is unable to wear a bra. Complains of decreased size and lateral migration. Denies history of trauma. Complains of "prog." Arthralgias w/ morning stiffness, myalgias, left leg spasms, numbness, swelling, chronic fatigue, sleep disturbances, history of low grade fevers, increased white blood cells, hot flashes, jaw pain, visual problems, dizzy spells, memory problems, history of hair loss, oral sores, sensitivity to sun, cold, and chemicals, chest pain, high cholesterol, weight fluctuations, gastrointestinal problems, and easy bruising. Otherwise healthy.